Manufacturer narrative:
The device was used for treatment and has not been returned for analysis. No code available to indicate required surgical intervention.

Manufacturer narrative:
Additional information was received reporting that the sepsis did not resolve and the patient died due to sepsis on (B)(6) 2014. There was no autopsy; however, the pump implanted in the right ventricle was opened and there was thrombus. The device was cleaned after investigation. It was indicated that it is available for analysis by the manufacturer; however, it has not been received. A review of the device's manufacturing records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) implantation of vad is associated with numerous risks including device thrombosis, sepsis and death. The IFU addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The IFU also addresses guidelines for optimal patient management including pre and post-operative infection control measures. Although a definitive conclusion regarding the cause of the reported thrombus and sepsis cannot be determined, clinical factors including patient comorbidities, pharmacological factors and operational context may have contributed to the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted for sepsis; the pump was exchanged after the patient experienced inadequate flow rate. The patient did not recover from the emergent pump exchange and expired on november 14, 2014. The pumps were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "inadequate flow rate" event was confirmed via the log files, which revealed multiple 'low flow' alarms and a sudden decrease in flow, indicative of an occlusion. Examination of the explanted pump ((B)(4)) by the site revealed extensive thrombus material within the pump. The observations by the site could not be verified as the pump was not returned for analysis. Inadequate flow rate events may be attributed to thrombus formation or an occlusion. The probable root cause of the reported [?]inadequate flow rate' event may be due to an inflow occlusion. Contributory factors that may have caused the pump thrombosis are the patient's comorbidities including sepsis or concomitant therapy as well as thromboplastin time (ptt) below the targeted therapeutic range. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Thirteen days post rvad implantation the patient had documented sepsis (42°c) with blood cultures positive for enterococcus. Two days later, shortly after a central venous cooling catheter was removed from the femoral vein, there was a sudden drop in the flow to minimum values (decrease <1l). Initially the patient presented with elevated plasma free hemoglobin (pfh), serum lactate dehydrogenase (lhd) and heart failure symptoms. The ptt was unstable, twice it was 45 seconds. The pump was exchanged immediately and examination of the explanted pump revealed extensive thrombus material on the pump rotor. The physician reported that there was a direct contribution of the catheter removal to the development of thrombus in the pump. It was thought to be due to mobilization of an existing thrombus that was sucked into the right pump. The patient was transferred to the ICU and remained intubated and on catecholamines 72 hours post procedure.